Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. A revision procedure has been indicated for an unknown reason; however, there has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number - unknown; manufacture date ¿ unknown.